Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0080078. Medical device expiration date: 11/06/2020. Device manufacture date: 09/30/2025. Medical device lot #: 8235508. Medical device expiration date: 09/09/2018. Device manufacture date: 07/31/2023. Medical device lot #: 9329609. Medical device expiration date: 02/10/2020. Device manufacture date: 01/31/2025. Investigation summary: it was reported that the needle detached from the syringe. To aid in the investigation, four shelf boxes of one hundred units each, three plastic bags with multiple samples and one photo were received for evaluation by our quality team. One hundred random samples were taken from the three plastic bags. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe and no connectivity issues were detected. The photo provided shows the samples received. It could be possible the needles are not being used as intended and causing the defect reported. A device history record review was completed for provided material number and lot numbers. The review did not reveal any detected quality issues during the production of these lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported several needle integra 25x1 rb tw had its needle detach from the syringe. The following information was provided by the initial reporter: "these are loose unused samples and approximately 100 samples."